Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low defibrillation impedance. The lead remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead also exhibited low superior vena cava (svc) impedance. Current measurements appeared to be within safety margins. The lead alerts were turned off and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was attempted to be replaced but access was unable to be gained because the patient was occluded. A laser lead extraction will take place in the future.